Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed out all of the pump supplies to resolve the alarm. The customer's blood glucose (bg) level was 500 mg/dl and had continued to escalate. The next morning the bg level was 565 mg/dl and the customer went to the emergency room. The customer was treated with intravenous fluids and insulin. The customer was also administered anti-nausea medicine. The customer was released that morning with a bg of 250 mg/dl. The customer did not have any further issues due to the high bg level. The customer continued to receive occlusion alarms. The customer thought the occlusions may have been related to the type of infusion set that was being used and was to use insulin injections to manage diabetes until another type of infusion set was received.